Event description:
It was reported that both increased and decreased defibrillation impedance was observed on the device and the right ventricular (rv) lead with serial number (B)(6) . Rv lead damage was suspected but was not confirmed visually. During revision, the rv lead and device were explanted. Damage was observed on the right atrial (ra) lead. The ra lead was explanted. During the same procedure, an attempt was made to explant a previously capped inactive rv lead with serial number (B)(6). Following attempted explant of the capped rv lead, the patient had low blood pressure. A thoracotomy and resuscitation were performed. The patient passed away following the procedure. Additional information was requested but was not yet available. Related manufacturer reference number: 2017865-2023-51145, 2017865-2023-51146, 2017865-2023-51147.

Manufacturer narrative:
The reported events of lead damage, high defibrillation impedance and low defibrillation impedance were confirmed. As received, a complete lead was returned in one piece. Two external insulation abrasions were found proximal to the suture sleeve tie impression breaching the right ventricular lumen with both right ventricular cables also found to be abraded and separated in one of these abrasions. Electrical testing found conductor fractures in one of the abrasion zones. The cause of the reported events was isolated to the exposed and separated right ventricular cable conductors at the abrasion zone which is consistent with friction to the device can.